Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The customer stated that the display was blank. Troubleshooting was performed, and the display returned with a failed battery test alarm. The alarm was cleared, then the insulin pump got stuck in the rewind mode. Unable to continue using the insulin pump. Advised that the insulin pump would be replaced.